Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the issue with the sensor. The customer¿s blood glucose level was unknown. Customer stated that the needle was hard to remove. Customer also reported that the introducer needle fractured while in the body. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found insertion needle bent inside the sensor base, and found a dull point at the tip of the needle. No sensor break during analysis. Unable to confirm customer received sensor/needle in said condition due to customer returned opened and used.